Event description:
Artifact present during AED deployment. (B) (4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead exhibited high threshold of 4 v. The lead was explanted and replaced.